Event description:
It was reported by repair work order that the unit will not reach full load height which could delay patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the unit will not reach full load height which could delay patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation confirmed that the cot would not reach full load height in powered mode, however the cot could reach full load height in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.